Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor does not start when the start button is pressed. Troubleshooting steps were taken. The monitor has sent transmissions in the past. The remote monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initial inspection of the monitor found that it would not start interrogation. However, further analysis could not confirm the reported event, the initial failure disappeared, analysis found that the monitor was able to power up normally with the power supply returned. It was also noted that the case had contamination.